Event description:
This device was explanted due to patient complaint of pain and device heating up at the pocket site. Should additional information be received this file will be updated.

Manufacturer narrative:
The device under complaint was received and examined. Prior to the analysis, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the finale acceptance test proved the device functions to be as specified. The device data were inspected. The temperature log did not show any irregularities. No overtemperature was recorded during charging cycles. The ipg was fully charged using a demo charger, and the observed temperature behavior was within expected limits. Overtemperature protection was tested in an oven, and the device correctly stopped charging as designed. In summary, no indication of a device malfunction was found.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.